Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8120-70 serial # (B)(4), description: artisan surgical lead, 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had fallen, not device related, and was experiencing pain at the pocket site as well as inadequate stimulation. The patient was explanted, no malfunction suspected, and is reportedly doing well.